Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ messages during an ilet supply change while using a new connector, new insulin cartridge, and a cd steel infusion set; the user noted a dent at the top of the cartridge and observed a bent needle on the prior connector, followed by visible air bubbles during setup, and a fingerstick blood glucose of approximately 400 mg/dl without symptoms or ketones, consistent with interruption of insulin delivery. Symptoms included hyperglycemia without clinical signs of ketoacidosis. Outcomes included no hospitalization and resolution steps focused on troubleshooting. Customer care provided guided troubleshooting, supply removal, and successful dry runs, along with air removal from the cartridge and reconnection attempts. Investigation of this case revealed a probable supply interface issue associated with a misaligned or damaged connector needle and possible cartridge deformation, with air introduction contributing to the inability to proceed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and supply assembly error leading to improper connection and air in the insulin path.